Event description:
Patient reported left side pain and nodule. An MRI detected "folds" and "peri-implant fluid." Analgesics were given as treatment. The device has been explanted.

Event description:
Patient later reported "sporadic swellings." Treatment with "analgesics" was given. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side pain and nodule. An MRI detected "folds" and "peri-implant fluid." The device remains implanted.